Event description:
On (B)(6) 2025, the user reported difficulty completing a supply change. During the fill tubing step, no drops were observed, and an ¿unable to proceed¿ alert was displayed. A full supply change was performed using new supplies from the same lot, and insulin delivery was resumed. The highest recorded blood glucose (bg) during the event was 225 mg/dl. The device provided a high bg alert. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.